Manufacturer narrative:
Based on the results of the investigation, the suggested event most likely occurred due to rust and corrosion within the electrical contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited an abnormal image during set up. There were no reports of patient involvement.